Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen appears to be "foggy". The patient reported the left and right sides of the display screen are foggy and also reported swimming earlier in the day. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: the pump was returned with visible moisture through the display lens; the screen was cloudy and distorted due to moisture in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.